Event description:
It was reported that device did not give an alarm reminder for "sensor not connected". The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Additional information was requested regarding the device evaluation and how the issue was resolved, but no additional information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporter and reporting institution phone # (B)(6).